Manufacturer narrative:
Additional information: d9: device received on 9-dec-2025. Visual inspection: during the analysis, no particular anomaly are found on the implants and also the hydroxyapatite layer has been absorbed correctly. Therefore, it can be confirmed what stated in the clinical evaluation since there is no evidence that the bone granuloma could be related to any kind of implant malfunction. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
At 2 years from the primary, the patient came in reporting instability and the cause is unknown. The surgeon upsized the liner (from 10 to 13mm) to give the patient more stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 nov 2025. Lot 2310254: (B)(4) items manufactured and released on 02-jun-2023. Expiration date: 2028-may-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.